Event description:
"5f fl5 catheter was pulled back into the aorta and the catheter twisted and kinked. The physician was unable to pass the guide wire through the catheter to straighten it. The catheter was then pulled back into the sheath and cut off. The sheath and part of the catheter were removed. The guide wire was inserted through the remaining catheter and it was removed over the guide wire. A 7fr sheath was inserted over the guide wire."